Event description:
It was reported that prior to a percutaneous transluminal coronary angioplasty, stent dislodgement occurred. As the 3.5x16mm veriflex stent was being prepped for use the stent dislodged from the balloon as the stylet wire was removed. Procedure was completed with another 3.5x16mm veriflex stent. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a percutaneous transluminal coronary angioplasty, stent dislodgement occurred. As the 3.5x16mm veriflex stent was being prepped for use the stent dislodged from the balloon as the stylet wire was removed. Procedure was completed with another 3.5x16mm veriflex stent. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Device evaluated by manufacturer - the stent and delivery system were returned for analysis; however, the stent was received in a plastic container. The stent appeared to be stretched with some struts misaligned. An examination of the delivery device found a clear impression on the balloon of where the stent had been crimped initially. The balloon did not appear to have been subjected to any positive pressures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).